Event description:
The patient received a clinical trial scs system for migraines on (B)(6) 2009. It was reported that the patient's ipg had depleted. The patient allegedly observed the low battery warning approximately three weeks from the time of reporting the issue. The ipg was explanted on (B)(6) 2011.

Manufacturer narrative:
Result: it was confirmed that the battery had passivated. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.